Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial #: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after an open total abdominal hysterectomy and bilateral salpingo-oophorectomy, the patient got into hypovolemic shock the following morning. The bleeding vessels were identified when the patient was taken back to theatre as an emergency. A massive transfusion protocol (mtp) was initiated, resuscitated and gave fluids and then taken by the ambulance crew to transfer to a different hospital where they opened the patient up and performed hemostasis but the patient subsequently died of hypovolemic shock. An inquest was made by the coroner, and it was identified that the patient experienced a delayed intra-abdominal bleed from 2 of the 9 bloods vessels that were sealed with the device had failed.